Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value not provided, due to incorrect time. High bg was addressed via correction bolus via pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.